Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. Also, it was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 200 mg/dl. The customer was able to load a new cartridge successfully.